Manufacturer narrative:
Additional information received: dr had 2 tips break on the first use on the same patient. Dr was using a low setting" no more details. Reviewed proper use and speed setting. Replacing. No patient injury unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented (see notes). Case can be re-opened if product is received. Nothing unusual to report was found during DHR review. A query indicates one additional complaint has been received for this lot number. (B)(4) (from same account)

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that proultra surgical #3 pack - 2 proultra surgical #3 tips broke during use on the same patient. No injury.